Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. The customer experienced at least three occurrences of the same issue on this pump and was advised by technical support to revert to multiple daily injections as a backup therapy. Technical support decided to replace the pump, ensuring it included the most up-to-date software. The customer was given instructions on using the storage mode and the return process for the problematic pump, which they understood and acknowledged. The replacement pump was sent to the customer with instructions for setup, requiring a signature upon delivery.